Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204 / constant gong alarms) was confirmed. Upon evaluation, the latches on the trunk cable connector were broken, creating an insecure connection between the monitor and electrode belt. In addition, there was an open pulse wire inside the trunk cable. The cause of the code 204 is the damaged connector. The cause of the constant gong alarms is the open wire. The root cause of the damaged connector and open wire is excessive force placed on the cable at the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms and service code 204.